Manufacturer narrative:
Age, weight, ethnicity: information unknown/not provided. Date of event: information unknown/not provided. If implanted, give date: unknown/not provided. It is unknown if the lens was implanted. If explanted, give date: unknown/not provided. It is unknown if the lens was implanted; therefore, it is unknown if explanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The account reported one of the haptics was missing on a pre-loaded intraocular lens (iol). No further information was provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed because the product was not returned. The reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing record review: there are no discrepancies found during the mrr (manufacturing record review) related to this complaint. The units were released according specification in compliance with the product intended use as required. A search of complaints revealed no additional complaint was received for this production order number. Conclusion: based on the investigation results there is no indication of a product malfunction or quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.